Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an intermittent power (damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, it was found that the pump had a cracked battery compartment at the left side of the grip pad from the threads to the case seal. The battery cap was also stripped and unable to secure to power on the pump. A test battery cap was used and was able to secure enough and power up the pump. A 12 hour duration test was completed with the test battery cap with no power loss or rebooting duplicated. The original complaint of a power issue was able to be duplicated.